Manufacturer narrative:
Method: review of information reported to lifecell. Review of the device history record for s11111. Query of the lifecell complaint system for other complaints reported against lot s11111. Query of distribution history. Results: review of the device history record resulted in no remarkable findings and no deviations during the processing related to the nature of this event. Query of the lifecell complaint system revealed as of (B)(4) 2013, no similar complaints were reported to lifecell against lot s11111. As of (B)(4) 2013, of the 291 devices processed for lot s11111, 227 devices have been distributed, including 68 reported as implanted. Conclusion: based on information reported, including the patient's medical condition, and internal investigation into the complaint related lot, lifecell concludes that the event is unlikely related to the device; the necrosis of the fasciocutaneous flap contributed to the event.

Event description:
This report is a follow-up report #1 to original report 1000306051-2013-00010 to updated the following sections based on additional information reported to lifecell. On (B)(6) 2013, the surgeon clarified the event description and reported the lot number of the device, date of implant and date of explant. Updated event description is as follows: a (B)(6) female patient, with a continuous defect in the chest wall after removal of chondrosarcoma close to the left axilla, was initially reconstructed with a gore-tex mesh that was removed after 7 days due to an infection. After two weeks, the infection was cleared and but additional resection of the sarcoma had to be performed due to lack of free margins. At this time, the strattice was sutured to the costal margins and covered with a fasciocutaneous flap. A chest tube was placed in the thoracic cavity. The fasciocutaneous flap suffered a partial necrosis and was revised on the 7th day. The strattice was partially disintegrated and subsequently removed. In addition, the surgeon reported that the patient is now ok and has, for the moment, a fistula into the thoracic cavity. In a few weeks the patient will be reconstructed with a tram-flap procedure. Event description as originally reported: a (B)(6) female patient with a continuous defect in the chest wall for the removal of sarcoma was operated on in two stages with insertion of mesh. First, goretex mesh was implanted and subsequently removed due to infection. The second surgery consisted of additional resection; strattice was implanted as a thorax wall replacement and covered with fasciocutaneous flap. Pleural drains inserted during strattice implant. The edge of the fasciocutaneous flap got necrosis and had to be revised on the seventh day. Strattice dissolved centrally and was explanted. No lot number or procedure dates were reported to lifecell in association with this event. Lifecell is attempting to obtain additional information, if any additional information is reported, a follow-up report will be filed.

Manufacturer narrative:
Method: - review of information reported to lifecell results: - limited information regarding the event was available, but it was noted that the patient had an infection prior to the implantation of strattice, in combination with necrosis of the fasciocutaneous flap. Conclusion: no conclusion could be drawn based on limited information available. The patient's infection prior to the implantation of strattice, in combination with the necrosis of the fasciocutaneous flap, contributed to the event. Device not returned for evaluation.

Event description:
A (B)(6) female patient with a continuous defect in the chest wall for the removal of sarcoma was operated on in two stages with insertion of mesh. First, goretex mesh was implanted and subsequently removed due to infection. The second surgery consisted of additional resection; strattice was implanted as a thorax wall replacement and covered with fasciocutaneous flap. Pleural drains inserted during strattice implant. The edge of the fasciocutaneous flap got necrosis and had to be revised on the seventh day. Strattice dissolved centrally and was explanted. No lot number or procedure dates were reported to lifecell in association with this event. Lifecell is attempting to obtain additional information, if any additional information is reported, a follow-up report will be filed.